Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer went to the emergency room and was then hospitalized due to high blood glucose of 1000 mg/dl. It was reported that customer stopped caring for himself and refused to treat himself. Customer was wearing insulin pump at the time of hospitalization, but pump was removed in order to properly treat customer. Caller did not have any other information. The product was not returned for analysis.